Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level, value was not provided, and ketones that were identified as dangerous by a healthcare provider. Reportedly the customer stated the pump's alarm volume and vibration were too low. During troubleshooting with tandem technical support, the pump was functioning as intended and sounded alarms. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.